Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false af on the device was observed. The episodes were reviewed and was stated that it was not af. Programming changes were suggested. No issues with the patient.